Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer concomitant medical products: carto 3 system: ser# (B)(4), smart ablate generator: ser# (B)(4), smart ablate pump: ser# (B)(4), smart ablate remote: ser# (B)(4), smart touch catheter: cat# d132705, lot# unknown, quadrapolar catheter: cat# f6qf005ct, lot# unknown. (B)(4). Since the lot number is unknown, the full UDI number can not be provided.

Event description:
It was reported that a male patient, (B)(6), underwent an ischemic vt procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed cardiac tamponade which required pericardiocentesis. A pericardiocentesis was performed and 400 cc of fluid was removed from the pericardial space. The patient was stabilized and was observed overnight in the critical care unit. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. There is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The complaint device has been discarded by the customer.